Event description:
Initial info received from a consumer on 02-nov-2010: a female initiated treatment with injectable poly-l-lactic acid (sculptra) [lot # and expiration date unk] in (B)(6) 2009 for a reported indication of cheeks. During an unk time, she experienced swelling in her lips and cheeks that go up to her ears that affected her hearing. Her hearing is now lessened and "strange" and she used to have good hearing. The injection sites would also swell up and be painful. Her treating physician decided to treat her with triamcinolone acetonide (kenalog) 1 cubic centimeter (cc) every 6 weeks for free although, the physician advised her that he doesn't normally like to do that because, he does not know what the after effects will be. After receiving the injection of "bubbles", she would have a week of a semi-normal face but then it would puff up again although, the effects never went up to her ears. She would also get little bumps near her cheeks but then the bumps would dissipate into the nasal folds. She also stated that it looks as if her top lip is swollen up on the side of her lips like she just got injections in her lips and her mouth faces downward which makes her look constantly sad. She now has hard bumps in her ears and has experienced a "lock down" of her jaw. She said that she looks like she has abscesses in her face and her face is swollen. She is going to seek a second opinion from another plastic surgeon. She is currently not being charged for the treatment shots at her current physician's office, but she is concerned that if she changes offices, she may be charged for the treatment shots at the new office and therefore, would like sanofi-aventis to pay for it. Medical history included that she use to have good hearing before receiving injectable poly-l-lactic acid. No further relevant info reported.